Manufacturer narrative:
The actual date of the event is unknown at this time. The visual evaluation of the subject device revealed one bioraptor, knotless suture anchor was received for investigation of the reported complaint mode¿ the handle of the introducer was loose in two parts¿. The device was confirmed to be apart as the handle was separated from the inserter assembly. The knurl on the proximal end of the inserter was measured and found to be within print specification. Per product IFU the torque limiter knob must be rotated approximately one-quarter turn counter clock wise to ease the release of the inserter from the anchor. There is no indication in the complaint description that this technique was utilized. There are no other complaints on file for this production lot. Based on these findings and observations, no root cause related to the manufacture of the device can be established (B)(4).

Event description:
During a labral repair utilizing a bioraptor, knotless suture anchor, it was reported that the handle of the introducer was loose in two parts. It occurred when the anchor was placed in the bone and they had tighten and locked the sutures. It was reported that the inserter was hard to get out of the bone, so they needed to use a hammer to release it, and then it got broken in 2 pieces. The surgeon released the metal part of the inserter with a big grasper. After it got stuck in the bone, a hammer was used to bang it of the bone and then the inserter got into 2 pieces. It was believed that there was a problem with the green sutures that is hanging loose. No injury for the patient, nothing was left in the joint. It was not necessary with a backup because the anchor was placed in the way it should be. There was unspecified delay in the procedure.